Event description:
It was reported that this patient received an appropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device due to a ventricular fibrillation (vf) episode. After shock delivery however, the s-ECG shows an asystole, which did not result in post shock pacing as the feature is programmed off. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that the smart pass filter will deactivate automatically after 10 seconds of asystole. Ts provided recommendations for enabling post shock pacing for this patient. The device remains implanted. No adverse patient effects were reported. New information was provided indicating that this patient was admitted to the hospital after an appropriate shock from this s-ICD, with asystole and syncope episode. A request was made to have data from this device analyzed. Review of device data, confirmed this s-ICD device exhibited oversensing, resulting in deactivation of post shock pacing feature, and syncope episode. Technical service (ts) provided programming recommendations. This s-ICD remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.